Event description:
Plaintiff was employed as a licensed practical nurse and registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering various injuries and developing a latex allergy.